Event description:
Report received from abbott international affiliate (abbott-japan) which states "it was noticed that the blood came out from "co" connector at ICU 5 hours after the operation. The "cco" measurement became unavailable. It had been available until this bleeding. The catheter was removed. It was confirmed that a suture passed through the catheter at 35cm point from the tip. There is no pt harm." Additional pt and event info has been requested, but no further info has become available.